Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system was non-functional. The system did not complete a required software upgrade. The procedure outcome is unknown at the time of this report, and there was no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse upgraded the software of subsystems to p11c to resolve the issue. The system was tested and verified as ready for use. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error code like error(s) 297 is an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. The issue was resolved by upgrading the system¿s software to p11c. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.